Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors discovered when the patient presented in the cardiac catheterization lab. The externalization was confirmed via fluoroscopy. The patient was asymptomatic. The lead was capped and replaced. The patients condition was normal.